Event description:
Reference number (B)(4). Event occured in united states. It was reported that the patient experienced an infusion set occlusion issue on (B)(6) 2026, as the customer stated that he used cold insulin. The blood glucose level was high and the patient was treated with correction injection via mdi (multiple daily injections). No further information is available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR - 3003442380-2026-06494 - device 2 of 2.